Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that p-waves are small (1-1.4mv) and the device is double counting p-waves. Reprogramming of sensitivity was discussed. The device and lead remain in use. No patient complications have been reported as a result of this event.